Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) could not be interrogated in clinic. The patient had been undergoing radiation treatment. Various troubleshooting techniques were attempted without success. The device will be scheduled for replacement. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete. Upon receipt, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an integrated circuit. Further analysis noted an anomaly on one of the component layers within a capacitor on the integrated circuit, leading to the reported inability to interrogate this device.